Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that the infusion set had a bent cannula. Customer's blood glucose at the time of the incident was 529 mg/dl. The patient's current blood glucose level is 427mg/dl. Customer reported no symptoms but treated with manual injection insulin pen and by using the insulin pump. Product is not expected to return.